Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed a shorting tin whisker between lands 2 and 3 of the flex cable assembly which connects the charge-pak to the power switch. This shorting tin whisker causes the device to not have the ability to read the charge-pak data and can cause an early depletion of the internal hlc batteries. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak indicator inappropriately. After further investigation by physio-control, it was observed that there was a shorting tin whisker on the flex cable assembly which connects the charge-pak assembly to the power switch. A shorting tin whisker in this capacity can lead to depletion of the internal hlc batteries and cause the device not to function. There was no patient use associated with the reported issue.